Manufacturer narrative:
The following devices were also listed in this report: accolade plus tmzf hip stem #5; cat# 6021-0537; lot# 1wmda 36mm -5mm v40 alumina head; cat# 6260-7-036; lot# 3515402 trident psl ha cluster 56mm; cat# 542-11-56f; lot# 83292302 acetabular dome hole plug; cat# 2060-0000-1; lot# 81111601 it cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Not available.

Event description:
Patient wife reported husband had bilateral hip surgery and been in pain for years. Stated his quality of life is diminishing, pain in groin area, parkinsons disease, high blood pressure. Kept dislocating during surgery for his left hip. Receiving injections for pain.

Manufacturer narrative:
An event regarding pain involving a trident liner was reported. The event was not confirmed. Method & results: device evaluation and results: a visual, dimensional and functional inspection was not performed as the device was not returned for evaluation. Medical records received and evaluation: a review by a clinical consultant noted: "as such, is the cause for the patients reported pain not evident form the available records. We should realise that the medical records only cover the timeframe around the arthroplasty procedures in 2002 and 2003 with no later information reported about current symptoms in 2017 or any specific findings related to such." Device history review: review indicates that all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: review indicated there have been no other similar events for the reported lot. Conclusions: a review by a clinical consultant concluded: "as such, is the cause for the patients reported pain not evident form the available records. We should realise that the medical records only cover the timeframe around the arthroplasty procedures in 2002 and 2003 with no later information reported about current symptoms in 2017 or any specific findings related to such." The exact cause of the event could not be determined due to a lack of provided information. Further information such as more recent medical records, recent x-rays and patient details are needed to complete the investigation for determining root cause. If additional information and/or device become available, this investigation will be reopened.

Event description:
Patient wife reported husband had bilateral hip surgery and been in pain for years. Stated his quality of life is diminishing, pain in groin area, parkinsons disease, high blood pressure. Kept dislocating during surgery for his left hip. Receiving injections for pain.